Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2019 intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged between 160-220 mg/dl. Reportedly, the pump resumed normal operation after new cartridge was loaded and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose was 160-220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.